Event description:
It was reported that the ventricular lead exhibited high impedance and high capture thresholds due to a fracture. The lead was capped and replaced. The patient tolerated the procedure well and there were no complications during or after the case.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.